Manufacturer narrative:
(B)(4).

Event description:
It was reported that unable to change alert settings occurred on the mobile app. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.